Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "customer said inspiratory valve sticks ".

Manufacturer narrative:
The customer stated that the "inspiratory valve sticks." Issue occurred during preventive maintenance, no patient involvement reported. The provided logfiles confirm tf5509 happen during standby leading to an ambient irreversible. No spare part was replaced, no further feedback received what was done to solve the issue, therefore the correction is unknow.